Manufacturer narrative:
(B)(4). Following the event, the facility biomed tested the device and observed that it successfully shocked into a patient simulator with either paddles or quik-combo cable. Physio-control evaluated the device and was unable to duplicate or verify the reported failure. The device event record showed that the device was charged several times but the energy was removed for an unknown cause. Physio observed proper device operation through functional and performance testing and the device was returned to the customer for use. A conclusive cause of the reported event could not be determined.

Event description:
The customer reported that the device would not deliver a shock during a patient event. It was reported that a male patient came to the facility and coded. The end user attempted to shock but the device failed to shock and gave a message that it would not deliver energy. It is unknown if the user was using paddles or electrodes to provide care. The users switched to a second lifepak 20 and provided care. The patient was reported to be alive. There were no further details on the patient or event provided.

Manufacturer narrative:
Physio-control evaluated the event record and observed that the device was in sync mode in paddles lead. Physio-control's service representative and the customer biomed concluded that the device should have been in either leads I, ii, or iii for the sync function to operate properly with electrodes via quik-combo therapy cable. The cause for the reported problem was determined to be operator error. The users were educated on the proper use of device for synchronized cardioversion therapy.

Manufacturer narrative:
The supplemental medwatch report indicates: physio-control evaluated the event record and observed that the device was in sync mode in paddles lead. Physio-control¿s service representative and the customer biomed concluded that the device should have been in either leads I, ii, or iii for the sync function to operate properly with electrodes via quik-combo therapy cable. The cause for the reported problem was determined to be operator error. The users were educated on the proper use of device for synchronized cardioversion therapy. The supplemental medwatch report should indicate: physio-control evaluated the downloaded patient ECG record and observed that the device was in the paddles lead with sync markers properly displayed on the ECG waveform except for brief periods when there are no discernable qrs complexes. The device does have the ability to deliver a synchronized shock by using the paddles lead ECG signal and with the therapy cable and disposable defibrillation electrodes connected to the patient. Physio-control is unable to conclusively determine the cause for the reported failure to discharge.

Event description:
The customer provided additional details regarding the event. The patient came to the emergency department (ER) because his pacemaker was not sensing correctly. The patient was unresponsive and CPR was initiated immediately. The patient skin was not dry or wet and there was no skin preparation done prior to electrodes connection. The patient went into ventricular tachycardia (v-tach) and the device was put in sync mode with the paddles lead selected. The customer was using quik-combo therapy cable with unexpired electrodes. The end user attempted to shock but the device failed to discharge and gave a message that it would not deliver energy. A backup device was available and connected to the patient within a minute but the patient converted on his own and there was no additional therapy required. The device use had no adverse effects on the patient.